Event description:
During the scheduled explant of a pasv port that had been therapeutically placed in a male patient the device catheter had broken into two sections. It was indicated that no portion of the catheter migrated in the patient and all portions of the device were successfully removed from the patient. No sequellae was identified by the complainant as a result of the reported problem.